Event description:
Patient presented to the physician with drainage at the neck incision site. Physician brought the patient into the operating room, washed the neck incision with antibiotic solution, placed a drain, and closed the incision. The patient was admitted postoperatively for IV antibiotics and observation. Patient showed improvement and was discharged 4 days later with a course of antibiotics.